Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lithoclast ultrasound probe was used for a percutaneous nephrolithotomy procedure on (B)(6) 2016. According to the complainant, during the procedure, the probe broke in two pieces and fell inside the patient¿s anatomy. The physician retrieved the broken pieces with an instrument. A radiogram (x-ray) was performed to confirm there were pieces left inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual analysis of the returned lithoclast ultrasound probe revealed that the device was broken at 4.7cm from the hub. The probe working length was free of obvious kinks and bends. The probe presents signs of oxidation in some areas and an examination of the device found areas of heavy surface scratches in several locations along the probe working length. Due to the heavy scratches in several locations the most probable root cause is user/use error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a lithoclast ultrasound probe was used for a percutaneous nephrolithotomy procedure on (B)(4) 2016 according to the complainant, during the procedure, the probe broke in two pieces and fell inside the patient¿s anatomy. The physician retrieved the broken pieces with an instrument. A radiogram (x-ray) was performed to confirm there were pieces left inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient¿s condition at the conclusion of the procedure was reported to be fine.